Event description:
It was reported that a mixed-race (hispanic/latino, caucasian) female patient underwent a primary breast reconstruction with two 440cc mentor memoryshape breast implant prostheses and experienced bilateral cutaneous contour deformity postoperatively. The patient was dissatisfied with the appearance of her breasts. As a result, the patient underwent bilateral removal and replacement with two 560cc mentor memorygel breast implant prostheses (catalog #: shpx560, right serial # (B)(4), left serial # (B)(4)) on (B)(6) 2018. The patient's dob was estimated as (B)(6) 1978 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mixed-race (hispanic/latino, caucasian) female patient underwent a primary breast reconstruction with two 440cc mentor memoryshape breast implant prostheses and experienced bilateral cutaneous contour deformity postoperatively. The patient was dissatisfied with the appearance of her breasts. As a result, the patient underwent bilateral removal and replacement with two 560cc mentor memorygel breast implant prostheses (catalog #: shpx560, right serial # (B)(4), left serial # (B)(4)) on (B)(6) 2018. The patient's dob was estimated as (B)(6) based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
On march 20, 2023, mentor received additional information indicating that the patient also suffered right breast asymmetry and patient dissatisfaction. As a result, the patient underwent bilateral fat grafting procedure on (B)(6) 2017.

Manufacturer narrative:
On november 8, 2023, mentor received additional information indicating the patient's correct date of birth. Section a 2. Date of birth has been properly populated.

Manufacturer narrative:
On may 27, 2024, mentor received additional information indicating the correct patient identifier. This has been populated.